Manufacturer narrative:
Concomitant medical product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving baclofen (type, concentration, dose, and lot number unknown by the reporter) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2015 it was reported that after surgical replacement of the pump on (B)(6) 2014, the patient "developed a hemorrhage". They cleaned the site out and then he hemorrhaged again. The patient also developed meningitis, so in (B)(6) 2014 they removed the entire pump system and placed the patient on intravenous antibiotics in the hospital and at home for 30 days. The patient no longer had pump therapy. The infection was resolved. The patient's medical history, other medications the patient was taking at the time of the event, drug information (including type, concentration, dose and lot number), the diagnostics performed and the results, and if there was a device issue, patient/therapy issue, or procedure issue was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.